Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain: false empty detection at initial drain. A review of the previous service record shows the device passed all required tests and calibrations prior to its release. No issues were identified that may have contributed to the issues of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice device, an issue of an increased intraperitoneal volume (iipv) event was found in the therapy logs: (B)(6) 2010 started at 22:42 with uf (ultra filtration) volume of 1591 ml (milliliters) during cycle 1.